Manufacturer narrative:
The investigation has been completed. Product damage (red plug detachment): clinical details reported the patient kicked off their purge line that connected to the red plug. No product was returned for analysis. The cause of the issue was determined to be due to an unintended use issue as evidenced by the clinical summary of the patient causing damage while in a combative state. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp became combative during sedation weaning and kicked off the purge line that connected to the red plug. The original plan was to upgrade this patient but this made the upgrade emergent. The patient was brought straight to the operating room for impella 5.5 implant. The patient survived.